Event description:
Reporter is a registered nurse reporting the perclose device was inserted into a pt's left femoral artery to be deployed, and the device malfunctioned and got stuck in the pt. Device was meant to be used as perclose for intra aortic balloon pump. The procedure had to be cancelled and the pt went into surgery for the removal of the stuck device and to repair the damaged artery surgically. This prolonged the pt's stay in the hospital.